Manufacturer narrative:
Update: the previously applied device code (B)(4) was replaced. The patient code (B)(4) was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Regarding the report of the turning of the pump / the pump not having worked and was moved, it was clarified that there was a catheter / pump revision due to catheter occlusion and pump instability; the patient had pain in the abdomen. Regarding the report of the patient immediately having urinary incontinence, it was clarified that she had recounted this. The circumstances that led the patient having urinary incontinence, actions taken to resolve the urinary incontinence, and if the urinary incontinence was resolved, it was noted as not being applicable. The cause of the inability to get any spinal fluid from the access port was due to occlusion / stenosis. The pump not having worked, inability to obtain spinal fluid / catheter issue was resolved. It was noted that a model 8840 clinician programmer was used at the time of the event. The current status of the explanted catheter was indicated as having been unknown.

Event description:
Additional information was received from the patient. The patient reported their first pump was not properly implanted by the first surgeon. The patient stated the surgeon did not follow the implant manual and he "nicked" a spinal nerve which caused incontinence. The patient stated the doctor did diagnostics, including dye studies, to determine what was wrong. The patient stated, "it wasn't going anywhere!" It was indicated the patient¿s medical history included hip replacements.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient has had structural problems because of hip surgery done three years ago prior to their pump. The hip surgery was described as a "mess" that the patient would never recover strength back. It was further indicated that the nerves all around her "bi-lateral" were ruined from the hip surgery. The patient doesn't want another hip replacement and was hoping the dilaudid in her pump would help her with her "neuro pain". The patient had her pump moved because since day one, the pump did not work. It was noted that the doctor did not check the pump. It was further reported that the patient "immediately" had urinary incontinence. The patient was described as being a member of the "tenth generation". On (B)(6) 2018 the patient had a procedure to get the pump moved to the back, and noted she had "four incisions" from this surgery. It was indicated that when the patient first got the pump she was never given a remote and couldn¿t get a bolus on her own since surgery. The patient¿s son had to assist her in bolusing. It was indicated that the reason for calling was to address questions on viewing the battery level for the communicator as they were not finding it. It was confirmed the patient was able to bolus on her own last night. General use / basic functionality of the communicator was reviewed at the time of the report. It was noted that the communicator was working as intended. The patient was also able to see the battery once navigation of the equipment was reviewed at the time of the report. No out of box failure was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780,serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), ubd: 2019-10-03, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that their catheter moved. The physician couldn't get any spinal fluid off the access port and had to hold the patient really still and was able to document the turning of the pump. Per the patient, the physician had stated that there was no need for a dye study because he knew something was wrong with the catheter. The patient¿s catheter was replaced and during that surgery the pump was also moved from the front to the back. The patient stated the date of the procedure was (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.